Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transvenous right ventricular (rv) lead was sutured to the pericardium and interrogated a high impedance in the rv coil and superior vena cava (svc) coil. The lead was suspect of a fracture in the svc coil. The lead remains in use. No patient complications have been reported as a result of this event.